Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that during the procedure, the pigtail catheter through the was and positioned in the laa. At this time, contrast was injected and subsequently shifted both the pigtail and the was forward in the appendage. This resulted in the was perforating the back of the laa. Contrast was seen flowing outside of the appendage pericardial space. A pericardial effusion with tamponade occurred. The pigtail was then removed and the closure device was deployed. The closure device successfully met release criteria, so it was released. A pericardiocentesis was performed, removing 250cc of blood. The cardiothoracic surgical team was called and performed a pericardial window and placed the patient on a balloon pump. The patient was then transferred to the intensive care unit. The watchman closure device remains in service. The patient is doing well and was discharged home 15 days post procedure.